Event description:
It was reported that: "the tip snapped during use - the surgeon was able to extract the broken piece and continue with the procedure."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Corrected fields: product available to stryker (d9) and health impact code grid (h6). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "the tip snapped during use - the surgeon was able to extract the broken piece and continue with the procedure."